Event description:
The customer reported that the insulin pump was beeping. The customer then stated that she experienced low blood glucose levels yesterday and the paramedics were called, but she was not admitted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.